Manufacturer narrative:
Unit was received with blank display due to moisture damage on electronics assembly. Unit was received with moisture damage noted on motor, vibrator motor, and battery tube. Unable to verify low battery alarm due to blank display. Unit was received with cracked retainer, scratched case, missing serial number label, and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer changed the insulin pump's battery every one to two days. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.